Event description:
The subject device was used for a laparoscopic donor nephrectomy. After about one hour of dissection, the short circuit error occurred multiple times. The ptfe pad was still attached at that time. Shortly after that, it was observed that the ptfe pad had loosened (was only attached at one end) so the device was removed from the patient. The physician then touched the pad and it fell off (outside of the patient). The physician replaced the device with a similar device and procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.